Event description:
The lead was not successfully implanted due to an unknown product performance issue.

Manufacturer narrative:
The lead was returned for analysis and it was determined that the reported field observation could not be confirmed by analysis. The lead passed all testing.

Event description:
Additional information received, and a supplemental report is being filed.